Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a wound complication. The patient was admitted for wound treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported wound complication and the left ventricular assist device (lvad), serial number (B)(6) could not conclusively be established through this investigation. It was reported by the account that the patient had a wound complication on (B)(6) 2021, and the patient was admitted for wound treatment. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was received. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available and section 1, (¿introduction¿), lists adverse events that may be associated with the use of the hm3 lvas, including infection. Section 6, (¿patient care and management¿), provides care instructions regarding preventing infection. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.